Event description:
The customer reported hydrogen peroxide contact after unwrapping an item from a completed load. The customer reported white skin discoloration and tingling at the contact site on her right fingers. The customer did not seek medical attention or require treatment for the contact. Service for the unit has been requested.

Manufacturer narrative:
.